Event description:
Patient's reimplantation operative record was received. Records indicate upon reimplantation of the patient's knee a small nondisplaced fracture of the tibial metaphysis occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned and is presumed yet implanted. No revision surgery has been reported. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. Patient medical records were provided. Review of the medical records confirmed a "small crack" medially on the tibia. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not draw any conclusions about the root cause of the tibia fracture. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify product contribution to the reported event or root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.